Event description:
It was reported that the patient presented with noise over-sensing exhibited on the right ventricular (rv) lead potentially due to myopotential or electromagnetic interference. No intervention was performed. There were no patient consequences.